Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events, including one event with a nadir of 57 mg/dl and approximately 75 minutes below range, occurring after meal announcements while following a lower-carbohydrate diet; review of device data indicated a pattern of lows after meal announcements, and the user was counseled to announce only meals with significant carbohydrates, to treat lows with measured carbohydrates, wait 15 minutes, and make more accurate meal announcements. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with unmeasured foods and no medical intervention or hospitalization. Investigation included review of device charts and user interview with troubleshooting and education. Investigation of this case revealed a probable mismatch between meal announcements and actual carbohydrate intake contributing to hypoglycemia, with no device alarms reported. It was concluded, based on established patterns for similar reports, that the cause was unclear but consistent with use-related factors rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.